Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient had a skin erosion at the ipg site where the skin was perforated and the ipg was exposed. As a result, the patient underwent surgical intervention during which the ipg was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Corrected data: investigation findings and investigation conclusions

Event description:
Additional information received indicates that patient had anticoagulation medication and developed a hematoma on (B)(6) 2024. The hematoma was removed on (B)(6) 2024 and had fully resolved. The previous ipg pocket was revised and medication administered addressing the issue.

Event description:
Additional information received indicates that the erosion had resolved.